Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown). The device was unable to capture the patient's heart rhythm. Complainant indicated that the facility's biomedical department was unable to duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.